Event description:
.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a esophagogastroduodenoscopy procedure performed in 2008, (patient gender, age, and weight are unknown). According to the complainant, they tried to use the probe with two different irby systems. However, no cautery could be generated. No patient complications were reported as a result of this event. The procedure was completed with another of the same device. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.

Manufacturer narrative:
(B)(4).